Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple ongoing occlusion alarms occurred. Customer changed pump supplies to address the issue. In addition, it was reported that the customer experienced an elevated blood glucose level of over 400 mg/dl. Tandem technical support performed a system check on the pump and determined that the pump was functioning as intended. Customer acknowledged. Customer delivered a correction bolus to address high bg. Recommendation was made to consult with healthcare provider regarding diabetes management.